Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist informed them not to wear the aligners due to their back tooth has a hole in it and it is worsening from the aligners. This is a contraindicated patient.